Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient developed three blood clots in the left leg a few days after an implant procedure. The patient was taken off anticoagulants before the implant surgery. The blood clots were removed by embolectomy. The patient has since recovered without sequelae and stimulation has been turned on.